Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "delivery limit test failed" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed and found infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump delivery limit test failed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.